Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report bent pins in the electrode belt trunk connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon investigation, the trunk cable connector pins were bent. In addition, the trunk connector housing/nut was missing. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. The root cause of the missing trunk connector housing/nut was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted from the bent connector pins or the missing connector housing. The pt received a replacement electrode belt.